Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9325620 medical device expiration date: 2024-11-30 device manufacture date: 2019-11-21. Medical device lot #: 0238303 medical device expiration date: 2025-07-31 device manufacture date: 2020-08-25. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb separated from the needle and leaked. The following information was provided by the initial reporter: it was reported that syringes either separate from the needle, needle stayed in patient's arm, some have lost fluid and some have exploded.